Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-8-b device of lot number c2014976 involved in this complaint was returned for evaluation, with its original opened packaging. The device evaluation of evo-fc-10-11-8-b device took place on 11th may 2023. On evaluation of the devices the following was observed: red safety tab returned separate. The directional button is in the neutral position, red shuttle is at the 17th dimple. Safety wire still in place. Flexor break observed below the zip port. Handle actuating fine for deployment and recapture but unable to deploy the stent. Safety wire removed with no issue. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2014976 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2014976 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during advancement tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. It is known from the available information that resistance was felt when advancing the device. The flexor break would have likely contributed to the issues with deploying the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer the introducer sheath was damaged which lead to stent deployment issues. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause of the broken flexor observed could be attributed potentially to tortuous patient anatomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-aug-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an attempt to insert a stent in the biliary tract along the wireguide, the sheath of the introducer set was damaged, which made it impossible to expand and insert the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) ad.during stent placement. What endoscope type and channel size was used? Ad. Duodenoscope olympus v180 4.2 mm channel. What was the position of the elevator? Was it opened or closed? Ad. Elevator was open. Details of the wire guide used (diameter, type, make)? Ad. Cook medical metii-35-480. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ad. Yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? Ad. Stent was inside of the biliary tract. Please advise the anatomical location of the intended target site. Ad. Biliary tract. How long was the stent in the patient by the time this complaint occurred? Ad. About 2 minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? Ad. Yes. If yes, how often was this completed? Ad. The intention was to place this stent for 6 month. Did the patient require any additional procedures as a result of this event? Ad. No. What intervention (if any) was required? Ad. Another stent was used (evo). Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Ad. Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Ad. No. If yes, please specify what was observed and where on the device it was observed. Ad. N/a. Stricture information: what was the length and diameter of the stricture? Ad. Stricture had about 5 cm. Where was the stricture located in the body? Ad. Biliary tract. Was there resistance felt passing wire guide through stricture? Ad. There was no resistance. Was there resistance felt passing the evolution through stricture? Ad. There was no resistance. Was the stricture dilated before stent placement? Ad. No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Ad. Yes. It was ok. Was resistance felt during insertion into patient? Ad. There was no resistance. Questions related to during stent placement did the product fail during stent deployment or recapture? Ad. During stent deployment. Was the directional button pressed during use? Ad. Yes. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Ad. Yes. Was the yellow marker kept in view during deployment? Ad. Yes. Are images of the device or procedure available? Ad. No. Questions related to during introducer withdrawal are images of the device or procedure available? Ad. No. Was final stent placement confirmed using endoscopy / fluoroscopy? Ad. Stent placement was unsuccessful. If yes, what was used? Ad. Fluoroscopy was used. Did the stent open sufficiently to allow withdrawal of introducer safely? Ad. Did not open. Was the safety wire fully removed before removing the delivery system? Ad. No. Stent was removed. Did any part of the product snag/get caught with the stent when removing the delivery system? Ad. No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) what instrument was used for stent repositioning / removal? Forceps, snare, other ad. Stent was removed by the working channel. If other, please specify. Was resistance encountered during advancement and/or deployment? N/a, yes, no ad. Yes. If yes, please when this was felt? Advancement or deployment? Ad. Advancement . How did the physician deal with this resistance? Ad. He kept pressing the trigger. Was the lasso (suture) loop used during repositioning? Ad. No.